Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.